Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary:no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No code available is used to capture emotional distress, blood heavy metal increased and device revision or replacement.

Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080308) on 29-oct-2018. This prospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("removal of one essure and both fallopian tubes of other essure") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent removal of one essure and both fallopian tubes of other essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. The reporter commented: serious injury criterion: hospitalization, other (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080308) on 29-oct-2018. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic cramps'), pregnancy with contraceptive device ('pregnant - I got pregnant in july') and anembryonic gestation ('I got pregnant in june/july, it was a blighted ovum') in an adult female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced anembryonic gestation (seriousness criterion medically significant). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with d & c and surgery (removal of one essure, and of both fallopian tubes with other essure, right, on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device and anembryonic gestation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anembryonic gestation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: serious injury criterion: hospitalization, other (important medical event) and event date (B)(6) 2018 was reported, but not specified and/or assigned to one of the events. Been through hell with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this report was a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-12979) which will be deleted from bayer safety database after all information was transferred to this case (B)(4), which will be retained. New: social media reporter was added. New: pregnancy was specified as anembryonic gestation (event added). Pelvic pain added as event that led to essure removal. Essure was placed on (B)(6) 2018. Patient considered the events were related to essure. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080308) on 29-oct-2018. The most recent information was received on 04-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/ perforation'), pelvic pain ('pelvic cramps'), pregnancy with contraceptive device ('pregnant - I got pregnant in july') and anembryonic gestation ('I got pregnant in june/july, it was a blighted ovum') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced anembryonic gestation (seriousness criterion medically significant). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with d & c and surgery (removal of one essure, and of both fallopian tubes with other essure, right, on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device and anembryonic gestation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anembryonic gestation, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: serious injury criterion: hospitalization, other (important medical event) and event date (B)(6) 2018 was reported, but not specified and/or assigned to one of the events. Been through hell with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080308) on 29-oct-2018. The most recent information was received on 06-nov-2018. This prospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("removal of one essure and both fallopian tubes of other essure") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent removal of one essure and both fallopian tubes of other essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. The reporter commented: serious injury criterion: hospitalization, other (important medical event) and event date on (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.